Manufacturer narrative:
Analysis confirmed the programmer was slow to boot up, slow to change from screen to screen, and had a delay in responding to the stylus. Analysis also confirmed the tabs on the power cord bay door were broken. Analysis also found the handle was cracked handle. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was slow to boot up, slow to change from screen to screen, and had a delay in responding to the stylus. It was also reported that the back flap on the programmer case was broken. The programmer has been returned to service. No patient complications have been reported as a result of this event.